Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient admitted to hospital on (B)(6) 2020 due to loss of consciousness and staff defibrillated the patient several times to stop vf. The device was explanted on (B)(6) 2021 due to suspected damage from defibrillation performed by hospital staff at previous hospitalization. Patient returned to hospital on (B)(6) 2021 with non ischemic intestinal necrosis and passed away the next day. The doctor commented that the patient death and the explant event are not related. Should additional information be received, this file will be updated.